Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.50 x 24 mm promus premier was deployed and post-dilated and a distal stent edge dissection was observed. Per the operating physician, the type b flow limiting dissection occurred due to bend and calcification of the vessel. The dissection was covered with another 3.00 x 12 mm promus premier and the procedure was completed. The patient remained stable and fully recovered.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.50 x 24 mm promus premier was deployed and post-dilated and a distal stent edge dissection was observed. Per the operating physician, the type b flow limiting dissection occurred due to bend and calcification of the vessel. The dissection was covered with another 3.00 x 12 mm promus premier and the procedure was completed. The patient remained stable and fully recovered. It was further reported that stenosis was 90% with a moderately tortuous and moderately calcified rca. The lesion was pre-dilated with a 2.50 x 12 mm non-complaint balloon. The stent was fully inflated and deployed at 14 atmospheres for 10 seconds and post-dilated with a 3.00 x 12 mm non-complaint balloon at 12 atmospheres for 10 seconds.